Event description:
It was reported that customer experienced ongoing intermittent low blood glucose (bg) levels, lowest reported level was 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Additionally it was reported that customer experienced ongoing, intermittent high blood glucose levels ranging from 500-600 mg/dl; cause was unknown. Customer performed a supply change to address high bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.